Event description:
During a laparoscopic procedure at attempt to use the monopolar connecting cable smoking at connection to cautery adapter occurred. A new cable was used and the case was completed. No further info was provided. There was no pt consequence.

Manufacturer narrative:
Upon receipt, the cable was tested for continuity and failure confirmed. Insulation was intact on the complete length of the cable. There was not visual damage. The cable failed at the female connector end due to a wire that shorted inside. The cable failure occurred from normal wear and use over this 6 to 7 years in use. The cable cannot be repaired and should be replaced.